Event description:
It was reported that there was a problem with the control panel of an arctic sun device. Incorrect reading of the patient's temperature was noted. Alarm 47 "communication with the control panel" was displayed. Possible other faults that they were not aware of. Per sample evaluation results on 15feb2024, it was reported that the arctic sun device flow rate was too low, circulation pump was too weak and mixing pump was too weak. The manifold was defective and did not always open the valves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the control panel of an arctic sun device. Incorrect reading of the patient's temperature was noted. Alarm 47 "communication with the control panel" was displayed. Possible other faults that they were not aware of. Per sample evaluation results on 15feb2024, it was reported that the arctic sun device flow rate was too low, circulation pump was too weak and mixing pump was too weak. The manifold was defective and did not always open the valves.